Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-aug-2023 . H6: investigation summary customer returned two unopen polybags with 0.3ml 31g 8mm syringes. It was reported by the consumer that she saw a clear liquid in barrel of syringes prior to injection. During the investigation the polybags were open, and all the syringes were visually inspected. No liquid was observed in the syringe barrels. Then the syringes were tested by pushing the plunger road and no fluid was observed coming out from the canula. A review of the device history record was completed for batch# 2164241. All inspections and challenges were performed per the applicable operations qc specifications. Based on the sample received, embecta was not able to confirm the customer indicated failure. Root cause is not determined as the issue is unconfirmed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported seeing a clear liquid in barrel of syringes prior to injection did not use syringes that had the clear liquid lot: 2164241. Catalog: 328438. Date of event: unknown.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported seeing a clear liquid. In barrel of syringes prior to injection did not use syringes that had the clear liquid lot: 2164241; catalog: 328438; date of event: unknown.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.